Event description:
A surgeon reported that he had observed that the intraocular lens (iol) sometimes deviates from the correct axis following implantation. He stated this was confirmed during postoperative visits. There are no complaints from the patients. In a follow-up, the surgeon stated he felt this could be due to individual differences from patient to patient.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Additional information was requested and received. (B)(4).